Event description:
It was reported that during a da vinci-assisted surgical procedure, the long bipolar grasper instrument had a loose cable. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The primary failure of broken conductor wire to be related to the customer reported complaint. The instrument was found to have a broken conductor wire at the yaw pulley at the distal end. The instrument failed the electrical continuity test. No signs of thermal damage was observed near the break. The secondary failure of broken grip cable was found to be related to the customer reported complaint. The instrument was found to have a broken grip cable at the distal idle pulley. The distal idler pulley spun freely and did not exhibit any damage. An additional observation not reported by site was observed during failure analysis. The instrument was found to have thermal damage on the bipolar yaw pulley at the distal end. One side of the bipolar yaw pulley exhibited localized melting. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.